Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and "30-something" mg/dl. Customer obtained the reading of hi and treated with 15 units of lantus insulin in an effort to lower her blood sugar. About 5-6 minutes later, the customer was having symptoms of hypoglycemia and obtained a reading of "30-something" on the aviva system. Customer's son gave her juice and she was able to self-treat by consuming the juice. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.